Event description:
It was reported that during a breast biopsy, the physician experienced a slight malfunction with a 10 g biopsy needle. Allegedly, it became stuck in the breast tissue. The physician was able to remove it with a tug and there was no hematoma. The pt experienced slight discomfort. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was retained by the facility, therefore, no sample eval could be done. The result of the investigation was inconclusive and the root cause of the event is unk.